Event description:
Reporter indicated a vns patient was having increased seizures. The patient's vns is at end of service, and generator replacement is planned. Attempts for further information from the reporter are in progress.